Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. (B)(4).

Event description:
It was reported the patient reported intermittent signs and symptoms of withdrawal. These were usually experienced immediately after each pump refill. The symptoms were flu like symptoms and underdose symptoms, fever, nausea, vomiting and abdominal pain. The hcp did a dye study of the catheter that showed no problems. Other diagnostic testing included rotor/roller study and x-rays. The pump was explanted and replaced. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine additional information later reported the exact cause of the intermittent withdrawal had not been determined. As of (B)(6) 2014 it was unknown if the problem was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.